Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and elevated blood glucose levels. Reportedly, the customer ran out of infusion set and was unable to change the infusion site prior to hospitalization. Customer was treated through intravenous insulin, and released from the hospital on (B)(6) 2015.